Event description:
It was reported that during a therapy upgrade procedure this right ventricular (rv) lead was attempted due to placement difficulty. A different rv lead of a different model was successfully implanted. This rv lead has been received for analysis. No adverse patient effects were reported. Analysis of the returned lead determined that the "cause traced to device design" investigation conclusion code best described the reported observations due to wrinkled/bunched insulation and offset of coils which likely resulted from friction force when the lead was passed through a constricted space.